Event description:
It was reported that the device exhibited a syringe plunger sensor failure alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked at the front corner and the right plunge was cracked. A review of the event history log (ehl) identified plunger not in place alarm. During the functional testing the reported issue was able to be duplicated. The root cause was known and is design related. Replaced plunger printed circuit board (pcb).